Manufacturer narrative:
(B)(4). The transmitter and receiver were returned for evaluation on 09/15/2014. The devices were visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The devices were determined to be operating within the required specifications without malfunction. The complaint of inaccurate bg values could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.